Manufacturer narrative:
A device history record (DHR) review was conducted on the reported lot number. The DHR did not show issues related to the complaint. The complaint cannot be confirmed since the sample was not available for investigation. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the user facility reports that the one way valve in the pilot balloon gets stuck. They are unable to insert or remove any air in the cuff. No report of pt injury.